Event description:
An operating room supervisor reported that a surgeon had permanent occlusion and no ultrasounds in the sys despite handpiece and tip exchange. This event lead to flat anterior chamber in pt's eye. The surgeon could complete the procedure without further consequences for the pt. Per the surgeon no sys message was displayed during the event. The surgeon also informed that he has stopped working with the sys. Additional info has been requested but not received to date.

Manufacturer narrative:
The device was received by a company rep and is in transit to the mfg site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
Additional information has been received from the patient's attorney. The incision was made and immediately there was herniation of the iris. The surgeon noted an unusual sound from the handpiece. Ultrasound and infusion were not sufficient. The surgery was continued by irrigation of the crystalline masses with the dual current cannula. The posterior capsule was breached and a vitreous leak occurred. Due to the inability to perform an anterior vitrectomy due to a pre-existing narrowness of the patient's anterior chamber, the anterior vitrectomy was performed using valved scissors. The intraocular lens was implanted into the sulcus. The wound was sutured with an ethylon stitch. The postoperative visit indicated the patient had corneal edema adn superior lesions of the iris. The patient presented with no pain and no hypopyon. Medication therapy was administered. During the post operative visit on (B)(6) 2014 the surgeon noted the existence of corneal edema a calm anterior chamber and a corectopia with exposure of part of the optic implant. The fundus exam was normal and medication therapy was continued.

Manufacturer narrative:
Correction. The initial medical device report (MDR) for this case was submitted on 11/04/2014. The first supplemental medical device report (follow-up # 01) was submitted on 01/15/2015. When attempting to submit a second supplemental medical device report (smdr 02) via FDA webtrader on 01/28/2019. The submission was not accepted as webtrader did not consider value of follow-up # 02 to be valid, as it could not recognize smdr 01 (follow-up # 01) having been received. As this error could not be resolved, value of this second supplemental report was changed from follow-up # 02 to follow-up # 01 in order to gain a successful submission (01/28/2019). This smdr is being submitted to inform that the value, follow-up # for smdr 02, which had been earlier reported as follow-up # 01 was in reality follow-up # 02, for the reasons mentioned above. The manufacturer internal reference number is (B)(4).